Event description:
This pt offered no complaints pre-treatment. Her treatment started at 6:45 am. At 9:25 she c/o abdominal cramps. Bp was 88/60. She was given 400cc ns. At 9:45 pt again c/o abdominal pain. Ns given and goal decreased. Dr notified. Pt asked to have treatment discontinued at 10:20 am. Continued to c/o abdominal pain, vomited once, dr called, pt was sent to ER and admitted for hemodialysis. No kinks were noted in the lines. The machine was pulled and checked. The blood pump was found to be maloccluded. No other problems were found with the machine. The pt is back to the center for her treatments.